Manufacturer narrative:
(B)(4): the meter failed testing, the meter was found to have a defective lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging the backlight would be on but nothing on the display after inserting the strip or when they held the ok button. The issue was not resolved with troubleshooting.